Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for two patients, involving the unicel® dxc 600i synchron® access® clinical system. The customer stated the discrepant results were not released from the laboratory. Subsequent testing of one of the patients' samples, on an alternate unicel® dxc 600i system, produced results within the normal reference range. There was no report of patient consequence associated with this event. The patients' samples were collected in lithium heparin serum separation tubes (sst) and centrifuged at 3,700 rpm (rotations per minute) for seven minutes and loaded through the closed tube aliquotter (cta) unit. No sample integrity issues were noted. Quality control (qc) is performed every 24 hours. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed buildup on the substrate probe and replaced the probe. The fse noticed the wash flag rubbing on the acrylic housing and the wash seal was worn. The fse also noted the wash rotor was rusty. The fse rebuilt the wash pump and valve including replacement of the rotor, stator, and seal for the valve. The fse proactively rebuilt the precision pump. Quality control (qc) system check, and precision test were performed and met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: rotor, stator. In conclusion, the likely cause of the event is attributed to the worn wash seal which would allow air to enter the wash pump. Beckman coulter continues to track and trend any incident related to this issue.